Manufacturer narrative:
Bed located in basement repair shop. Technician found the head down valve was stuck in the open position, causing the head of bed to drift down slowly when raised. Replaced head down valve to resolve this problem.

Event description:
The head of bed will drift when raised. No injury reported.